Event description:
It was reported that the double bladed reciprocating saw used to prep oxford tibia keel snapped at the junction when it entered the tibia template. The blade showed no resistance, and we had to use another set. There was no harm, no delay, and no medical intervention. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.